Event description:
The customer states system not giving a circuit disconnect when there is a disconnect. The customer reported that the unit was not in use on a patient. The customer contacted product support and troubleshot the issue with the customer. The customer is requesting the part number for the flow sensor assembly and gas delivery system (gds). Product support provided the customer with the requested part numbers. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. The customer was to repair the unit and will call back only if further assistance is needed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted as required.

Manufacturer narrative:
The replaced gas delivery system was returned for internal failure investigation. Failure analysis on the returned (gds) shows that the patient disconnect alarm could not be replicated. The defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk.